Event description:
Allegedly, initial report stated a left cup revision. However, additional information received on 05/31/2022 stated that the 52mm metal head was converted to a zimmer biomet 52mm dual mobility. The stem, neck and cup were preserved(not revised). Dr. Russo also utilized our +3.5mm ceramic head. Metal head was removed due to high metal ions in the patients blood test.

Manufacturer narrative:
Section b.5 :additional information in description.

Event description:
Allegedly, initial report stated a left cup revision. However, additional information received on (B)(6) 2022 stated that the 52mm metal head was converted to a zimmer biomet 52mm dual mobility. The stem, neck and cup were preserved(not revised). (B)(6) also utilized our +3.5mm ceramic head. Metal head was removed due to high metal ions in the patients blood test.